Event description:
It was reported that a 78-year-old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After ablation of the mitral isthmus, the ablation catheter was advanced in the laa to perform pacing. Subsequently, csos pacing was performed while checking for a bidirectional block. Blood pressure decreased. The procedure was stopped. Drainage was performed, but the bleeding did not stop. Therefore, a thoracotomy was performed in the operation room and a hole was confirmed at the base of the atrial appendage. The patient moved to the intensive care unit (ICU). The event occurred after pvi, mitral isthmus line was created, when bidirectional block was checked by pacing. Atrial septal puncture was performed. The catheter was able to be advanced in la without ablation. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was default setting. The physician's opinions on the relationship between the event and the product is that when the thermocool® smart touch® sf bi-directional navigation catheter was raised from mitral istmus to laa, sh was displayed, and contact force (cf) was unknown. However, the cf indicated after that exceeded 40 g, so there was a possibility of causal relationship. The timing of cardiac tamponade was unknown. At the beginning of the procedure, the physician had also been able to confirm that pericardial fluid was present with the soundstar. No abnormalities were observed prior to use or during of the product. There was no relevant history, tests, or lab data. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was related to the procedure. Intervention includes drainage and open-heart surgery. The patient outcome of the adverse event is unchanged. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector force visualization features were used. Tag index color option was used. Since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 78-year-old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The thermocool® smart touch® sf bi-directional navigation catheter was raised from mitral istmus to laa, sh was displayed, and contact force (cf) was unknown. However, the cf indicated after that exceeded 40 g. The device evaluation was completed on 11-nov-2022. The product involved: smart touch bidirectional sf catheter. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed a bent shaft on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ and ¿force high¿ issues. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15/ component code: rod/shaft (g04112) were selected as related to the biosense webster¿s inc. Product analysis observed a ¿bent shaft¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)